Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. H3 other text : device was not available.

Event description:
It was reported that during the treatment of premature infant patient in the incubator, the nurse suddenly smelled the burning odor during the treatment. The infant was checked to verify that there were no traces of burns on the baby's body, or any adverse event or injury reported. The nurse replaced the incubator.

Manufacturer narrative:
The device was evaluated by draeger, and the odor was being caused by a foreign material (most likely mineral deposits) getting inside the evaporator. We do not know how the foreign material got into the evaporator. However, it was confirmed the user was not using distilled water as instructed in the instructions for use manual and the odor was eliminated by cleaning the evaporator of this foreign material.

Event description:
It was reported that during the treatment of premature infant patient in the incubator, the nurse suddenly smelled the burning odor during the treatment. The infant was checked to verify that there were no traces of burns on the baby's body, or any adverse event or injury reported. The nurse replaced the incubator.